Event description:
The home pt was currently on antibiotics for peritonitis. Reportedly, the home pt presented to the clinic in 2004 with cloudy effluent and the pt was diagnosed with peritonitis. The home pt was treated in 2004 with vancomycin 1000mg, intraperitoneally (ip) and gentamicin 80mg, ip. The home pt continued receiving gentamicin 80mg, ip through 2004. In 2004 the pt received vancomycin 1000mg, ip. The home pt nurse reported no known origin for the diagnosed peritonitis. Based on the absence of symptoms, the home pt's nurse concluded that the pt has fully recovered from their infection.